Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported post led failure alarm. There was no patient involvement.

Manufacturer narrative:
G4: 24jun2020. B4: 26jun2020. The customer confirmed alarm light emitting diode (led) diagnostic error; they noted the (led) is working. The remote service engineer advised the customer if led is working to replace the printed circuit board assembly power management (pcba,pwr mgmt) per the service manual. The customer replaced the power switch overlay and the (pcba,pwr mgmt) to resolve the reported issue. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.